Event description:
Customer states: after three days use on a patient a nurse found the air leakage. The cuff suddenly seemed to be torn. The customer confirmed no patient harm and pre-test was performed. The customer confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this patient is currently in transit to the manufacturing site for analysis.